Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was reportedly leaking while worn on the hip/buttocks for between 25 and 36 hours. Hyperglycemia treated with a new pod.